Manufacturer narrative:
H.6. Investigation: four photos were received by our quality team for evaluation. From the photos, the needle pierced through the catheter near the catheter tip was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and automatically rejected by the inline tip spear vision inspection system. The needle pierced through catheter could also occur during product application when the product was manipulated. As the sample is not returned for evaluation, the actual root cause could not be established.

Event description:
It was reported that insyte winged vialon-e 24ga x 0.75in was damaged. The following information was provided by the initial reporter: the customer reported about a damaged catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte winged vialon-e 24ga x 0.75in was damaged. The following information was provided by the initial reporter: the customer reported about a damaged catheter.